Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not in specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: an occlusion alarm 145 was verified in the alarm history only. Investigators performed pump rewind, load, and prime with no occlusions. The pump was exercised for 24 hours on a 1 unit per hour basal program with no occlusions. Investigators were unable to duplicate any occlusion alarms. The force calibration was not in specifications. Disassembled force sensor plate. Force sensor resistance reading was in specifications and the bad force sensor calibration. When the case was removed from the as it was being opened the display was loss. The gray tape on the back of the display was present but did not hold the display down onto the pump. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.